Manufacturer narrative:
Reported complaint alleged that patient experienced a neck burn upon completion of the procedure. Using a j-plasma handpiece. Physician reported that the event was not due to a device malfunction but due to poor patient selection.

Event description:
Reported complaint alleged that patient experienced a burn on the neck area after procedure with j-plasma handpiece.